Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was chewing up the skin. The event occurred during surgery. There was a minimal delay and no harm reported. Another dermatome was pulled and unwrapped for use.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer electric dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from research medical center that a dermatome was chewing up skin. Evaluation of the device on (B)(6) 2019 found that the motor was running erratically and that the calibration was out at the zero setting. The control bar was noted to have been in the correct position. Repair of the device the same day involve replacing the motor, power cord, power switch and multiple bearings. The technician then verified that the device was functioning as intended and returned the tourniquet system to the customer without further incident. The device was tested, inspected, and repaired. Reference number 300160181 on (B)(6) 2019 while the service technician found that the motor was running erratic which would lead to the dermatome not cutting a graft properly, it cannot be determined from the information provided as to what caused the motor to malfunction such that it runs erratically. Therefore, based on the information provided, a specific root cause of the dermatome chewing up skin cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.